Manufacturer narrative:
(B)(4). Device evaluated and customer's complaint of the channels having unit ID's out of normal order ("channels switched labels during infusion") could not be definitively confirmed, however, the biomed's report of the pump module not being recognized on the left side of the pcu was replicated during functional testing. Visual examination showed the instrument seal was missing. Fluid residue was observed on the bodies of both left and right iui connectors. The fluid residue was observed around the casing of the device. The right iui connector pins had fluid contamination and the left iui connector pins had contamination/corrosion. The root cause for the reported event is contaminated iui pins on the right side of the pcu that was interfering with the conductivity.

Event description:
Biomed reported that the channel labels were found to be switched during an infusion, pump module sn (B)(4) was attached on the left of the pc unit, sn (B)(4), and pump module sn (B)(4) was on the right of the pc unit. There were no other channels attached. The infusion was started with no issues noted, but at some point the nurse noted that the pump module on the left was labeled channel b and the one on the right was labeled channel a. Nursing reported the infusions on each channel ran as expected and there was no pt harm. She checked the log and did not see any channel disconnects. After being reported, the system was not touched until she powered it up, and at that time it did not recognize the module on the left. Add'l testing by her later showed neither pump module was recognized when attached to the left of the pc unit. The customer stated that no further pt or event details are available.